Event description:
The customer reported insulin leaking past the reservoir plunger. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected two opened reservoirs. One of the reservoirs failed per specifications. The reservoir leaked. The other reservoir was received with a bent transfer guard and plunger.